Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the catheter was found kinked. The catheter was not used in the procedure and disposed of by the hospital.